Event description:
It was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. During the cool-down phase of the procedure, the physician noticed fluid leaking from around the catheter at the end of the pt's penis. It is unclear if the fluid was leaking from the balloon or if it was urine from the pt. The physician was unable to determine what the fluid was that was leaking. There were no error messages or interruptions in the case, and a full microwave treatment was received by the pt. The procedure was completed with this device. There were no injuries to the pt, and his condition was listed as "fine".

Manufacturer narrative:
The lot number, 615788, provided by the end user could not be confirmed; therefore, the device mfg date and expiration date cannot be determined. The complainant indicated that the suspect device, a prolieve thermodilatation kit, has been discarded and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).